Event description:
The customer reported that their pump battery would not charge. There was no reported adverse impact to customer's blood glucose level. Technical support instructed the customer to attempt charging with different wall outlets and adapters, but these efforts did not resolve the issue. Therefore, technical support decided to replace the pump as it was under warranty, and the customer planned to use a backup insulin pump to ensure continuous insulin delivery. The customer understood the process for returning the malfunctioning pump.